Manufacturer narrative:
Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period for (B)(4), bat300853, or bat300888. Log file analysis revealed multiple premature switching events involving bat300934. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery/(B)(4) / model #1650 / exp. Date: 06/30/2016. (B)(4). Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2015-06-02. Labeled for single use: no. (B)(4). Battery/(B)(4) / cat#1650 / exp. Date:06/30/2016. (B)(4). Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2015-06-03. Labeled for single use: no. (B)(4). Battery/(B)(4) / cat#1650 / exp. Date:06/30/2016. (B)(4). Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2015-06-30. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced alarms/faults with four different batteries. Per the patient, when connected to two fully charged batteries, the patient heard single-toned beeps. When the patient looked at the controller, there was no alarm message on the screen. The patient states that it sounds like the same tone as after connecting to a new power source. The patient experiences the alarm/faults throughout the day at no particular time. The alarm/faults do not occur when connected to the controller ac adapter or connected to the controller dc adapter. The patient was issued two new batteries and has not had this issue occur on these batteries. The patient was seen in the clinic with the vad coordinator and witnessed this single toned beep occur without any alarm message. Both batteries were fully charged. There was no reported loss of power. All batteries were replaced, and the ¿beeps¿ have been resolved with the exchange of equipment. There was no reported consequences or impact to the patient.